Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that 4 days post-procedure, device failed to pace due to high thresholds. The following day further increase in capture was noted. On (B)(6) 2011, the lead was repositioned.